Event description:
It was reported, the pt had an invance sling implanted (B)(6) 2006. The pt developed "chronic pain" after the sling was implanted which "prompted the sling removal and subsequent aus implant." Date of sling explant was not provided. No add'l pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.